Manufacturer narrative:
A lot number search was performed for the cartridge which shows one similar complaint. A lot number search was performed for the injector which shows two similar complaints were found.

Event description:
It was reported that the surgeon was using an eyeonics crystalens with a foam tip plunger and during insertion, the lens haptic broke. It was reported that possibly not enough viscoelastic in cartridge, possible lens loaded with trailing haptic pushed down against cartridge. Lens removed without enlarging the incision and another crystalens was implanted successfully and one standard suture used per normal crystalens protocol.